Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. Symptoms of pain or discomfort, swelling, fever, and vomiting were noted and the patient presented to the emergency room (ER). The patient also mentioned that the physician attributed symptoms to an allergic reaction, however, infection has since resolved. Additional information was received that the symptoms were not device related and the patient was provided intervention in the ER. The patient was doing well upon follow-up.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. Symptoms of pain or discomfort, swelling, fever, and vomiting were noted and the patient presented to the emergency room (ER). The patient also mentioned that the physician attributed symptoms to an allergic reaction, however, infection has since resolved.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.